Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery set-up it was observed that the buttons of the small battery drive device were sticking. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. It was reported there was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Serial number: the serial number was documented as unknown in the initial report. It has been updated as (B)(4). Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device and observed that the triggers were sticking, coupling head was worn and the device was making an unusual noise. Therefore, the reported condition was confirmed. It was further determined that the triggers were worn. The assignable root cause was determined to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.